Event description:
This report is to advise of a fluid and air leak noted during investigation. During the procedure, the sheath valve was found to be damaged upon insertion into the patient. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. An event of "valve damage" was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.